Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated her pump is not functioning and she is experiencing nausea and dehydration. The customer treated their high blood glucose level with manual injections. The customer stated she went through about 10 reservoirs and infusion sets and wants them replaced, the customer stated she paid out of pocket and wasted all and discarded them, the customer stated she has none to send back. The customer was assisted with their insulin pump issues by troubleshooting and the insulin pump passed. The customer could not perform the high pressure test until the tubing clamp that is being sent arrives. The customer stated she is having issues with her insulin pump and wants it to be replaced. The customer was advised that their insulin pump will be replaced. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.